Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced infusion set tubing detachment on (B)(6) 2026, with detachment occurring at the quick release connection after two days of use. The patient also reported air bubbles in the reservoir and tubing during therapy. The infusion set was replaced. No further information available.